Manufacturer narrative:
Upon completion of the investigation it was found that the the power load system will not release the cot when unloading due to a non functioning angle position sensor. The power load system had intermittent lowering due to an intermittently functioning non locking manual valve.

Event description:
It was reported via repair work order that the power load system will not release the cot when unloading due to a non functioning angle position sensor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power load system will not release the cot when unloading due to a non functioning angle position sensor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.